Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a few days after it was first implanted, this right ventricular (rv) lead perforated the myocardium leading to loss of capture (loc). As result, the patient underwent a surgical revision wherein the lead was pulled back and successfully repositioned. The lead exhibited helix re-extension/retraction issues during the procedure.